Manufacturer narrative:
Results: the distal segment of the tubing (bpt tubing) was disconnected from the proximal segment of the tubing (pvc tubing). The two segments were able to be securely re-connected by a penumbra investigator. Conclusions: evaluation of the returned tubing revealed that the distal segment of the tubing (bpt tubing) was disconnected from the proximal segment of the tubing (pvc tubing). The two segments were able to be securely re-connected by the penumbra investigator. The root cause of this failure could not be determined. All these devices are visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a microneurosurgery procedure, the technician noticed that the apollo irrigation tubing (tubing) was disconnected into two pieces upon removal from the packaging. The disconnected tubing was found prior to use and therefore, was not used for the procedure. The procedure was successfully completed using a new tubing.